Manufacturer narrative:
The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 occlusion errors were found in the history, and the occlusion limits were tested successfully. The menu button does not respond. There are particles of plastic inside the housing of the menu button. The particles temporarily isolate the area of contact inside the button housing.

Event description:
Reporter stated the patient has experienced hyperglycemia of 300-350 mg/dl in the morning over the past 15 days, and she believes the insulin delivery of the infusion device is inaccurate. Her normal morning blood glucose level is 190 mg/dl. The infusion device did not display any error messages. She switched to a different infusion device, and her blood glucose returned to a normal level. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.